Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened, and procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed footswitch did not work as intended. Upon troubleshooting fse found the foot switch cable was damaged and the switch was not functioning. The cause of the footswitch failure could be determined by the supplier's part analysis and two anti-slips were missed, and the cable was damaged at the footswitch side. To resolve the issue, fse replaced the wired foot switch. After replacement of wired footswitch, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wired footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch did not work as intended. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.